Event description:
A healthcare facility in (B)(6) reported to a distributor that there was "water being retained in the mr850 circuit". This was noticed during use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a distributor that there was "water being retained in the mr850 circuit." This was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr850jhu respiratory humidifier is not expected to be returned to fisher & paykel healthcare for inspection. We are currently in the process of obtaining further information from the healthcare facility and the distributor in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have received additional information.

Manufacturer narrative:
(B)(4). Method: the complaint mr850jhu respiratory humidifier was not returned to fisher & paykel healthcare; however, it was sent to (B)(4) for inspection. Our analysis is accordingly based on the service report provided by (B)(4). Results: the reported fault was not replicated during inspection. The unit passed the performance check and electrical safety test. Conclusion: no fault was found with the subject humidifier. It functioned normally during testing and passed the performance check. Following the inspection, the subject humidifier was cleaned and calibrated before it was returned to the healthcare facility.